Manufacturer narrative:
Section a4: patient weight was requested but not provided manufacturer's investigation conclusion: the reported event of the system controller being hot to the touch was not confirmed. The provided log file contained data spanning approximately 15 days ((B)(6) 2023 ¿ (B)(6) 2023 per timestamp, including a few events at the beginning of the data where the clock was not set resulting in the default timestamp of 01jan2001). The pump maintained speeds above the low-speed limit while connected to the driveline since (B)(6) 2023 at approximately 5:24 (all data prior to this timestamp was captured under a separate event MFR: 2916596-2023-00237, and no atypical events were observed after this timestamp. The system controller (serial number (B)(6)) was not returned for analysis, and a controller exchange was not performed per additional information. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate ii patient handbook, section 2 ¿how your heart pump works¿ and heartmate ii instructions for use (IFU) section 2 ¿system operations¿ both contain a caution to not place the system controller on bare skin for an extended time because the system controller surface can become uncomfortably warm, especially when the room temperature is above 104°f (40°c). The heartmate ii IFU, section 2 ¿system operations¿ lists acceptable temperature ranges for all equipment, including the system controller. Section 8 ¿equipment storage and care¿ in the IFU also lists acceptable temperature ranges for storing all equipment, including the system controller. Both the IFU and patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's heartmate ii system controller was hot to the touch, worse than when the customer had taken care of the same patient the previous week. A self-test was performed without any issue. When the ventricular assist device (vad) coordinator assessed the controller they stated it felt "not out of the ordinary" to them. Log files were sent. The controller will not be exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.